Event description:
Reported that during a laparoscopic gastric bypass with roux-en-y the devices delivered incomplete staple lines. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.